Manufacturer narrative:
The user facility report was received from (B)(6). A portion of the percutaneous lead was returned to the manufacturer for evaluation. The reported event of red heart alarms, speed drops and pump stoppages can be confirmed based on the evaluation. A tear in the silicone cover was observed approximately 5.5" from the connector. The percutaneous lead cable appeared crushed adjacent to the observed tear. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. Visual inspection of the wires found a tear in the black wire insulation where the lead had been crushed. The remaining portion of the lead appeared unremarkable. A review of the device history records showed no deviations from manufacturing or qa specifications. If the exposed conductors of the black wire contacted the braided shield while operating on a tethered power source, the resulting short to ground would have caused the reported red heart alarms, low flow and pump stoppages. The observed wire damage appeared to be the result of mechanical trauma, which may have resulted from the patient's reported fall. No further information is available. The manufacturer is closing this file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The bio-med reported that a section of the patient's percutaneous lead (approximately 5 to 6 inches from the system controller) is damaged. When the cable is manipulated, it causes speed drops and pump stoppage. There's an unusual sound when this section of the percutaneous lead is manipulated which is believed to be coming from the pump. A (B)(6) report submitted to the manufacturer reported that there was an external cut on the driveline. The patient had fallen.